Event description:
This report is based on information provided by the local philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips efficia dfm100 defibrillator monitor indicating that the device had water damage. Available details indicate that the device had water damage. Details provided in an update from the asp in an email response indicate that the customer was provided a quote for repair but decided to dispose of their device rather than accepting the quote, so the repair was not performed. No further investigation is possible. Based on the information available, the cause of the reported problem was a potential component failure. The root cause of the reported problem could not be confirmed because no repairs were performed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer decided to dispose of their device, so no repairs were performed. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.